Manufacturer narrative:
Article citation: "diagnostic challenges and potential early indicators of breast periprosthetic anaplastic large cell lymphoma" daniele la forgia; annamaria catino; alfonso fausto; daniela cutrignelli; annarita fanizzi; gianluca gatta; liliana losurdo; arianna maiorella; marco moschetta; cosmo ressa; anna scattone and aurelio portincasa medicine: july 24, 2020 - volume 99 - issue 30 - p e21095 . The events of seroma and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and suspected lymphoma alcl.

Event description:
Journal article titled, "diagnostic challenges and potential early indicators of breast periprosthetic anaplastic large cell lymphoma" reported that, 10 years following implant, patient developed right side "increase in volume," identified as a "double contour compatible with periprosthetic effusion." Extraction of seroma was performed and cytological analysis diagnosed findings compatible with bia alcl with cd30+ marker. Cytological analysis also showed "amorphous acidophilic material incorporating lymphocytes and foamy histiocytes and a number of large-sized atypical cells with irregular nuclei" and cd45 marker. Marker of alk- was not reported. Fibroin deposits and necrotic debris were identified in the capsule. A capsulectomy was performed and the device was explanted. Following removal, histological examination confirmed "malignant cells were confined to the intracapsular fluid and to an internal layer of fibrinous tissue" with the final, "oncological stage" being "stage ia." Two years following surgery, patient is being monitored but "shows no signs of recurrence."

Event description:
Journal article titled, "diagnostic challenges and potential early indicators of breast periprosthetic anaplastic large cell lymphoma" reported that, 10 years following implant, patient developed right side "increase in volume," identified as a "double contour compatible with periprosthetic effusion." Extraction of seroma was performed and cytological analysis diagnosed findings compatible with bia alcl with cd30+ marker. Cytological analysis also showed "amorphous acidophilic material incorporating lymphocytes and foamy histiocytes and a number of large-sized atypical cells with irregular nuclei" and cd45 marker. Marker of alk- was not reported. Fibroin deposits and necrotic debris were identified in the capsule. A capsulectomy was performed and the device was explanted. Following removal, histological examination confirmed "malignant cells were confined to the intracapsular fluid and to an internal layer of fibrinous tissue" with the final, "oncological stage" being "stage ia." Two years following surgery, patient is being monitored but "shows no signs of recurrence."